Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that her tampon unraveled and there was a long cotton piece coming from the middle. No injury was reported. Follow-up: the consumer stated that there was what seemed to be a big piece missing when the tampon came out.